Event description:
An email was received alerting about altitude alarms experienced by a patient. There was no adverse impact to the customer's blood glucose level. The caller declined further troubleshooting, so the issue was documented, and the case was closed with no additional actions required.